Manufacturer narrative:
The implant was returned detached from the pusher; however, the pusher was not returned for analysis. The device was stretched from the proximal tie knot to the middle of the implant. The gel was found to be broken throughout the stretched location. The distal ball was measured at .0143", which is within specification. The monofilament was not visible inside the marker band. Based upon the investigation analysis and available information, the reported complaint was able to be confirmed. The strain relief and pusher monofilament were not available for evaluation, and the monofilament tail was not visible on the implant. The root cause cannot be determined; however, the damage to the implant is indicative of over specification tensile forces being placed on the device.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has not been returned to the manufacturer. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during venous sinus embolization for a dural arteriovenous fistula, the coil detached without use of the controller during removal from the coil mass. The coil was removed in its entirety together with the microcatheter. There was no reported patient injury or intervention. The patient was reported to be doing fine.